Event description:
It was reported that when the cutter was advanced, the cutter knob on the device would not turn. The case was completed with a same like device. There was no patient involvement or consequence reported.

Manufacturer narrative:
Information was not provided during initial contact. Information anticipated, but unavailable at this time.